Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted by technical support, who provided instructions for a pump reset, and the issue was resolved as the caller successfully started their sensor session without further errors.